Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Breathing system seals were replaced, and the unit was returned to service.

Event description:
The hospital reported the unit had a large leak during a case causing insufficient mechanical ventilation. There was no report of patient injury.